Event description:
On 2/13/98, emergency medical services (ems) basic life support (bls) personnel responded to an approx 75-yr-old male found pulseless and apneic at home in bed. Last seen by bystanders 30 minutes prior to ems arrival. The physio-control lifepak 500 semi-automatic defibrillator (sad) was placed on the pt and programmed to assess the initial EKG rhythm. The sad stated no shock advised, check rhythm and check pulse. Upon routine review of the sad tape recording on 2/24/98, fire dept/ems personnel discovered that the initial EKG rhythm was consistent with ventricular fibrillation (vf). No shocks were delivered though vf was recorded by the sad. The ems medical director was notified and the sad was pulled from the bls unit immediately (2/24/98). On 2/25/98, physio-control personnel were notified by phone of the apparent malfunction. A physio-control technician reviewed the sad equipment and "ok'd" it to return for service on 2/26/98. A written response from physio-control verifying that the sad may be safely returned for use is still pending. A written report of this incident was sent from ems to both physio-control and the FDA on 3/2/98.